Event description:
The customer reported the system is locking up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu and the system interface pcb. System operates as intended. (B) (4).